Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Info was received from medwatch (B)(4). Eval summary: in general dislocation can be associated with a number of mechanisms. Unsatisfactory placement of the component parts. This may lead to impingement at various interfaces which may lead to dislocation. Extent of component stability. If components that were not matched for the pt requirements are used, this may increase the instability of the joint, which may lead to dislocation. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint, which may contribute to dislocation. Pt behavior. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.